Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The product was being used during a fistulagram with a glide wire and when the physician tried to pull the balloon out, it got stuck in the sheath. The sheath had to be removed to get the balloon out. Upon further review of the device, it was noted that the device was stretched out. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.